Event description:
Home patient (hp) reported experiencing shortness of breath and suspected pt may have been overfilled with fluid while using the homechoice cycler for apd therapy. Follow up with the hp reveals the hp had fibrin buildup occur during apd therapy, which resulted in poor fluid drainage and repeated "low drain volume" alarms. Hp relates that pt had inadvertently bypassed a "low drain volume" alarm, resulting in an incomplete drain followed by a full fill. Hp relates that after bypassing, pt felt shortness of breath and placed the homechoice cycler into a manual drain, however, the hp had difficulty draining fluid due to the fibrin blockage. The hp relates pt discontinued therapy early and contacted the healthcare professional, who instructed pt to perform therapy using heparin to dissolve the fibrin blockage. According to the hp, pt felt uncomfortable during the day until pt was able to perform the next apd therapy using the heparin, after which pt no longer experienced shortness of breath nor felt full. Hp relates pt does not know the volume of fluid pt had retained when pt felt full and cannot confirm that pt had been overfilled with fluid. According to the hp, there was no pt injury or medical intervention.